Manufacturer narrative:
UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual sample was received for evaluation. Visual and magnifying inspection revealed that the platinum coil section had been elongated (coil pitch had been widened) at approximately 30mm from the distal end. The section located distal to the elongated point had been deformed in a wavy shape, and the distal end had been curved. Visual and magnifying inspection of the stainless-steel coil section found jumbling of coil on approximately 250mm from the distal end. Magnifying inspection of the ptfe coating section found that the ptfe coating had been peeled-off on approximately 370mm-590mm from the distal end. Magnifying inspection of the section where the ptfe coating had been peeled-off found that the peeling had been caused in the direction from the distal toward the proximal. The intact section of the shaft was split to confirm the adhesion state of the ptfe coating and the core wire. There was not any anomaly such as a gap between the two materials. The outer diameters of the coil sections and the shaft section were measured (all at the undamaged point) and found to meet the manufacturer specifications. Reproductive testing was performed and a factory retained runthrough ns sample was taken out of the holder tube from the tip side without removing the wire clip. As a result, the platinum coil section had been elongated on approx. 27 - 30 mm from the distal end, and the section located distal to the elongated section was found to have been waved and curved. (The load at this time was 350 gf). Note: the level of elongation, waving and curve of coil section, and of load needed to cause the said damage may vary depending on the pulling speed at the time of removal and the state of fixation with wire clips. A factory retained runthrough ns inserted in a metal inserter was manipulated in a manner that the runthrough shaft came into contact with the distal edge of the inserter. As a result, the ptfe coating was peeled off the core wire. A review of the device history record and product release decision control sheet of the involved product code/lot# combination was conducted with no findings. IFU states: after removing the wire stopper, remove the runthrough ns from the holder and inspect the runthrough ns prior to use to verify if it is lubricated. If the runthrough ns cannot be easily removed from the holder, inject more heparinized physiological saline solution into the holder and try again. Do not manipulate and/or withdraw the runthrough ns through a metal entry needle, a metal dilator, or a metal guide wire inserter. Manipulation and/or withdrawal through a metal entry needle, a metal dilator, or a metal guide wire inserter may result in destruction and/or separation of the runthrough ns. Do not use the runthrough ns with devices which contain metal parts such as atherectomy catheters. Such manipulations may cause the runthrough ns hydrophilic polymer coating to peel off, and damage and/or sever the wire. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the platinum-coil section of the actual sample was subjected to pulling force by some factor(s) and elongated; however, from the investigation results, it could not be clarified exactly when the actual sample was subjected to pulling force. As a cause of the jumbled stainless-steel coil, it is likely that while the stainless-steel coil section was in the state of having been trapped by some factor(s), it was exposed to excessive torque force. Moreover, as for the peeled-off ptfe coating, it may have occurred when the actual sample was manipulated while the shaft was in contact with some hard object. However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
After visual inspection of the actual sample upon receipt; the reported event has been deemed reportable. The user facility reported that they found an additional spot on runthrough under fluoroscopy. It was right at the beginning of the procedure with no other devices except guiding and runthrough. The wire was immediately and carefully pulled out. They replaced the device with another runthrough to finish the case. They reported to follow their usual practice to shape and advance the wire in vessel. The procedure outcome was not reported. The patient was not harmed.